Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of miscarriage, pregnancy with contraceptive device, miscarriage (2008,), parity 5 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013)), multigravida and overweight. Concurrent conditions were listed as cough (2008), shoulder sprain, shoulder injury, right upper quadrant pain, difficulty breathing, flank pain, stomach pain, general body pain, urinary frequency, latex allergy, nasal stuffiness and runny nose. Concomitant products included depo-provera (medroxyprogesterone acetate) since 2014, flovent (fluticasone propionate) since 2014, melatonin since 2014, hydroxyzine hcl (hydroxyzine hydrochloride) since 2014, metformin since 2014, loratadine since 2014, escitalopram since 2014, ortho tri-cyclen (ethinylestradiol;norgestimate) from 2005 to 2013, naproxen, tylenol [paracetamol] and zofran [ondansetron]. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014 she experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blister ("rashes or skin conditions type: blisters on buttocks") and rash ("rashes or skin conditions type: rash"). In 2015 she experienced insomnia ("hormonal changes describe: difficulty sleeping"), hot flush ("hormonal changes describe: hot flush"), feeling cold ("hormonal changes describe: cold flash"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: excessive eliminations"). In (B)(6) 2016 she experienced astigmatism ("vision/eye problems type: astigmatism"). In 2016 she experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous (seriousness criterion medically important), alopecia ("hair loss"), arthralgia ("other injury(ies) or complication (s) please describe: pain in right hip"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (essure removal (B)(6) 2020). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, astigmatism, blister, depression, dysmenorrhoea, dyspareunia, feeling cold, gastrointestinal disorder, heavy menstrual bleeding, hot flush, insomnia, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure administration. The reporter commented: current weight (B)(6). Discrepancy noted in date of insertion 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.057 kg/sqm. [Hysterosalpingogram] in (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, depression, anxiety, urinary tract infection. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: pif received removals details has been added. Date of insertion was updated. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 5 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013)), miscarriage (2008,), pregnancy with contraceptive device and miscarriage. Concurrent conditions included runny nose, nasal stuffiness, latex allergy, urinary frequency, general body pain, stomach pain, flank pain, difficulty breathing, right upper quadrant pain, shoulder injury, shoulder sprain and cough (2008). Concomitant products included escitalopram since 2014, ethinylestradiol;norgestimate (ortho tri-cyclen) from 2005 to 2013, fluticasone propionate (flovent) since 2014, hydroxyzine hydrochloride (hydroxyzine hcl) since 2014, loratadine since 2014, medroxyprogesterone acetate (depo-provera) since 2014, melatonin since 2014, metformin since 2014, naproxen, ondansetron (zofran) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blister ("rashes or skin conditions type: blisters on buttocks") and rash ("rashes or skin conditions type: rash"). In 2015, the patient experienced insomnia ("hormonal changes describe: difficulty sleeping"), hot flush ("hormonal changes describe: hot flush"), feeling cold ("hormonal changes describe: cold flash"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: excessive eliminations"). In 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss"), arthralgia ("other injury(ies) or complication (s) please describe: pain in right hip"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (essure removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, insomnia, hot flush, feeling cold, urinary tract infection, nausea, anxiety, depression, blister, rash, dyspareunia, gastrointestinal disorder, alopecia, astigmatism, weight increased, arthralgia, abdominal pain and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, astigmatism, blister, depression, dysmenorrhoea, dyspareunia, feeling cold, gastrointestinal disorder, heavy menstrual bleeding, hot flush, insomnia, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 290 lbs discrepancy noted in date of insertion 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.